Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, low sensing and high capture threshold were observed on the right ventricular lead. Repositioning was attempted, however, it was difficult to extend the lead helix. Furthermore, the lead insulation appeared twisted and dented. The lead was replaced to resolve the event ant the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the lead body was twisted/wrinkled throughout the entire lead consistent with that occurring at the time of procedure and the helix was retracted and clogged with blood/tissue. X-ray examination found the inner coil in the connector region was over torqued due to procedural damage. An internal short was found due to the over torqued inner coil in the connector region. After cleaning and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported events was isolated to the over torqued inner coil in the connector region, the helix/inner coil clogged with blood/tissue and the lead body twisted/wrinkled throughout the entire lead consistent with that occurring at the time of procedure. The reported events of failure to extend helix, twisted and dented lead insulation, low sensing, and high capture threshold were confirmed.